Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
A patient underwent an ablation procedure with a thermocool® smart touch¿ bi-directional navigation catheter for which biosense webster¿s product analysis lab identified several cuts on the pebax surface and internal parts exposed. The braid wire was exposed on the shaft. No other damage was identified on the tip. During the ablation procedure, a fault occurred in which the sensor registered a very high contact force. After a while, the force panel displayed a hi reading. Due to the inability to monitor the force of contact with the tissue at the distal electrode, the catheter was decommissioned and replaced. No patient consequences were reported. The force issue is not MDR-reportable. The exposed internal parts is MDR-reportable.

Manufacturer narrative:
On (B)(6)2021, the product investigation was completed. A patient underwent an ablation procedure with a thermocool® smart touch¿ bi-directional navigation catheter for which biosense webster¿s product analysis lab identified several cuts on the pebax surface and internal parts exposed. The braid wire was exposed on the shaft. No other damage was identified on the tip. During the ablation procedure, a fault occurred in which the sensor registered a very high contact force. After a while, the force panel displayed a hi reading. Due to the inability to monitor the force of contact with the tissue at the distal electrode, the catheter was decommissioned and replaced. No patient consequences were reported. Device evaluation details: visual analysis of the returned product revealed that several cuts on pebax surface and internal parts exposed, braid wire exposed on shaft, however, this condition could be related with the handling since in the process there are control inspection points to avoid this kind of issues. No was found other damage on tip on the smart touch bidirectional catheter. The visual and carto test were performed, in accordance with bwi procedures. The returned sample was connected to system and hi error was displayed in the screen. Therefore, the catheter was open on the handle area, sensor pads was verified and was found in spec. Concluding that this failure could be related to pcb. A manufacturing record evaluation was performed for the finished device 30263508m number, and no internal action related to the complaint was found during the review. It should be noted that product failure is multifactorial. The instructions for use contain the following warning stated in the carto 3 system manual: -for force issue of the catheter is disconnected. To continue, replace the catheter cable. If that does not resolve the problem, replace the catheter if additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number:(B)(4)